Event description:
Caller states patient tested hi (greater then 33.3) mmol/l on the performa system and 7.8 mmol/l on lab value within 10 minutes. Prior to obtaining the lab value the caller treated the patient with unspecified insulin. 1 hour later, patient tested 4.8 mmol/l on the performa system. No adverse event reported. Requested return of suspect device; however caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
The account alleged the battery is not working and the battery status led is on.